Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) a partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the information provided and without the product to examine, the reported difficulties appear to be related to circumstances of the procedure and not a product quality issue with respect to manufacture, design or labeling. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat a lesion with heavy tortuosity, moderate calcification and 80% stenosis in the mid/distal left anterior descending (lad) artery. Pre-dilatation was performed with a 2.5 x 20 mm trek balloon catheter. A 2.75 x 23 mm xience xpedition had difficulty during advancement due to the little calcification and right angle curve in the lad, but the stent was implanted. A 3.25 x 15 mm nc trek balloon attempted to advance to post-dilate the proximal end of the stent; however, the balloon catheter could not cross the stent strut due to poor wall apposition. The guide wire buddy technique was not successful, and the nc trek was replaced with a 3.0 x 15 mm trek balloon catheter (lower profile + buddy guide wire) to post-dilate to 10 atmoshperes (atms) successfully. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.